Event description:
When aspirating for lab draw from distal clave, there were air and bubbles in the tubing. Had to use proximal clave to draw blood from huber needle. The lot # and expiration are from the port access kit in which the needle resides. FDA safety report ID # (B)(4).